Event description:
Pt stated that the lancet does not fit properly inside of the lancet device. Pt stated that, due to this issue, he has experienced unintentional finger sticks. No treatment was received. A request was made for the return of the suspect product and replacement product was shipped.